Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, urgency and frequency; concurrent procedure- cystoscopy. It was reported that following insertion the patient experienced urinary problems and recurrence. It was reported that the patient also underwent an additional gynecological procedure on (B)(6) 2010 and mesh was implanted due to mixed urinary incontinence, and urethral hypermobility; concurrent procedures-cystoscopy and mesh revision due to recurrence. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 06/06/2016. (B)(4). It was reported that following insertion the patient experienced urinary frequency, urgency and nocturia. It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and tvt was implanted.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.